Event description:
New information received notes that the patient's implantable cardioverter defibrillator (ICD) also exhibited post-sensed t-wave oversensing.

Event description:
It was reported that the patient underwent a magnetic resonance imaging (MRI) scan. Following the MRI, the patient's implantable cardioverter defibrillator (ICD) exhibited under-sensing of the presenting rhythm. No intervention has been performed, and the patient was stable.